Manufacturer narrative:
A supplemental report will be submitted upon completion of the plant¿s investigation.

Event description:
Peritoneal dialysis patient called regarding fluid leaking in the cycler while in drain 4 of 4 prior to calling technical support. Patient states she got off of the cycler and did manuals after she noticed the fluid leaking. Patient reported a heater bag not detected during fill 1 of 4. Follow up with the patient indicated that there was no complications and no medical intervention as a result of the alleged event. The patient discarded the liberty cycler set.

Manufacturer narrative:
The alleged event was not confirmed by the manufacturing plant. The device was discarded. All companion samples were sold and distributed. An investigation of the product history records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the product history review confirmed the labeling, material, and process controls were within specification.

Event description:
"."